Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a pinpoint hole in his catheter. No reported patient outcome.